Manufacturer narrative:
A ge representative evaluated the system and found a faulty battery pack. New batteries were ordered by the customer and replaced. System operates as intended.

Event description:
It was reported that the system was displaying a pre-charge error on boot up. No patient injury was reported.